Event description:
The following report was received from the field: the cypher us rx 2.50 x 23 is either kinked or has a broken shaft.

Manufacturer narrative:
Any additional info will be submitted within 30 days of receipt.